Manufacturer narrative:
Results: the pet lock was broken and separated approximately 0.4 cm apart on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and not returned for evaluation. The pull wire was retracted from the capture feature of the distal detachment tip (ddt) and extended distal to the ddt. Conclusions: evaluation of the returned ruby coil pusher assembly confirmed that the embolization coil was detached from the pusher assembly due to the broken pet lock. If the pet lock is broken and retracted, the pull wire may retract from the ddt and allow the embolization coil to detached from its pusher assembly. The detached embolization coil was implanted and non-penumbra microcatheter was not returned for evaluation. Therefore, the root cause of the resistance experienced during the procedure was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic arteriovenous fistula (avf) using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed four ruby coils in the target vessel using the microcatheter and then advanced another ruby coil. Subsequently, while retracting the ruby coil through the microcatheter to reposition it, the physician encountered resistance. It was reported that since the ruby coil could only move forward, the physician continued advancing it against resistance and was able to successfully place the ruby coil in the target vessel. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.